Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience urinary incontinence, and the device was not functioning properly following a prior replacement. During clinical evaluation, the pump was found to be underfilled, and pelvic ultrasound confirmed a decrease in volume in the pressure-regulating balloon. The physician suspects malfunction or possible leakage and has requested material for another replacement. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience urinary incontinence, and the device was not functioning properly following a prior replacement. During clinical evaluation, the pump was found to be underfilled, and pelvic ultrasound confirmed a decrease in volume in the pressure-regulating balloon. The physician suspects malfunction or possible leakage and has requested material for another replacement. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience urinary incontinence, and the device was not functioning properly following a prior replacement. During clinical evaluation, the pump was found to be underfilled, and pelvic ultrasound confirmed a decrease in volume in the pressure-regulating balloon. The physician suspects malfunction or possible leakage and has requested material for another replacement. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience urinary incontinence, and the device was not functioning properly following a prior replacement. During clinical evaluation, the pump was found to be underfilled, and pelvic ultrasound confirmed a decrease in volume in the pressure-regulating balloon. The physician suspects malfunction or possible leakage and has requested material for another replacement. There were no further patient complications reported.